Event description:
Report # 2 of 2 for this event. It was reported a patient underwent a left total knee arthroplasty. Subsequently, six (6) years later, a bone scan revealed polymeric-induced synovitis and circumferential bone resorption over the patella. Due to worsening pain and instability, five (5) months post the bone scan, the patient underwent left knee revision. Revision notes from the surgeon noted the patient presented with failure of the total knee replacement. There was exuberant synovitis throughout the entirety of the knee joint. Synovitis was consistent with significant polyethylene wear disease and loosening of the femoral component. A large cystic probably induced cavity was found in the lateral femoral condyle. The tibial tray had no evidence of loosening. The patient was revised to a different manufacture's knee system. The patient was transferred to the recovery room in stable condition no additional information is available.

Manufacturer narrative:
D10: (B)(6) optetrak 3-peg patella 38mm (B)(6) optetrak logic tibial tray sz 4f/4t - 02-012-41-4040 (B)(6), category #: 02-012-44-4011 - logic tibia implant psc insert, sz 4, 11mm. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2023-00295. The revision reported was likely the result of prosthesis wear and an insufficient bond between the components and the bones, which resulted in aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The device history record for this femoral component was reviewed, and all components were accepted with conformance to the device requirements. A review of complaint history determined that no further action is required as no trends were identified. The extent and root cause of this polyethylene wear and loosening could not be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.